Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0414 captures the reportable event of sheath torn material. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Therefore, the reported event of sheath torn material could not be confirmed. A risk review was completed and confirmed that the event of sheath torn material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported event of sheath torn material could not be established due to lack of evidence as the device was not returned for analysis. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, it was reported that the outer sheath was torn. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.